Manufacturer narrative:
The investigation determined that four lower than expected vitros amph proficiency sample results occurred on a vitros 5600 chemistry system. The assignable cause is a known limitation of the vitros amph reagent. The mdma compound present in the samples has a low cross reactivity with the vitros amph reagent as stated in the vitros amph instructions for use (IFU). The vitros 5600 system did not malfunction.

Event description:
A customer observed multiple lower than expected vitros amph results obtained from two proficiency samples processed on a vitros 5600 chemistry system. Sample uds-a-01-vitros amph results of 272, and 260 ng/ml versus expected positive results (>1000 ng/ml). Sample uds-a-04-vitros amph results of 363 and 384 ng/ml versus expected positive results (>1000 ng/ml). The customer made no allegations that patient sample results were affected. However, biased patient results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm as a result of this event. (B)(4).